Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving clonidine (concentration and dose unknown), bupivacaine (30 mg/ml at an unknown dose), and dilaudid (15 mg/ml at 7 mg/day) via an implanted pump. The indication for pump use was cancer chemotherapy. On (B)(6) 2017 it was reported that yesterday a catheter revision was performed due to what they thought was a granuloma based off of an MRI. The patient had no symptoms. The surgeon performed a laminectomy to check and it was confirmed they saw a compile of drug in the epidural space. They were thinking the catheter was placed in the epidural space so it might be from that. They revised the distal portion of the catheter during the procedure. No further patient complications have been reported as a result of this event.